Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information was requested and the following was obtained: did the surgeon notice metal on metal contact during procedure? No. Was a uterine manipulator used? No information. What type of manipulator was used? No information. Did the blade come in contact with the uterine manipulator? After the procedure, dr. Confirmed the video of the procedure. The blade seemed to be broken when cutting the near area of fibroid of uterus around 56 minutes after the start of the procedure. Were there any generator alert screens during procedure? If so, what were they? ¿replace instrument¿ was displayed. Was the blade noticed to be broken during initial procedure? No. After the initial procedure, dr. Found the tip of blade was broken. And then CT scan was conducted. It was confirmed that the blade tip was broken off inside the patient when CT was taken after the initial procedure. What was the approximate size of the blade tip that was retrieved? Dr. Commented the size of the blade tip was 2-3mm." Is the video available for review? No. Can we obtain the results of the preliminary analysis to include any photos taken? No."

Event description:
It was reported that during a laparoscopic hysterectomy, the device was used for the patient and the blade tip was broken off. It was confirmed that the blade tip was broken off inside the patient when CT was taken. On (B)(6), re-operation was performed to retrieve the broken blade tip and it was retrieved. Condition of the patient has been good and the patient will be discharged from the hospital on (B)(6).

Manufacturer narrative:
(B)(4). Batch # p94l6k. Investigation summary: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. The device was connected to a gen11 and functionality tested. An alert screen was displayed and no further functional testing could be performed. The blade could not be functionally tested due to the returned condition of the instrument. The device was analyzed, and it was determined that it was used in more than one generator. The device is intended to be used with a single generator. If the device is connected to a different generator an alert screen will be displayed indicating to replace the instrument / no instrument uses remaining. The device was disassembled to inspect the internal components and no anomalies were found, related to the reported event. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. This device is packaged and sterilized for single use only. Multiple patient use may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.